Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging and the leads had high impedances. Patient had blood pressure and heart issues prior to implant. Revision procedure will be postponed. No further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.